Event description:
Following a laparoscopic anti-reflux procedure, a patient "reported esophageal spasms" leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2016. Device explant due to esophageal spasms occurred on (B)(6) 2018. Device was found in the correct position/geometry.